Manufacturer narrative:
Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual investigation was performed and it was observed the device did not have lcd backlight. The primary complaint was confirmed. Review of the archive data found user advisory (ua) 27 (encoder fault (speed > 3000 rpm, no unwind) on (B)(6) 2016. The encoder indicates the drive shaft is turning too fast at the speed higher than 1000 rpm during compression. Unable to perform functional testing due to the ua 27 appearing upon powering on. The root cause of the failure was due to a defective encoder. In summary, the customer's reported complaint was confirmed during investigation. The root cause for the ua 27 was attributed to a defective encoder. The encoder was replaced. Additional repair was completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The lcd was replaced. The platform passed all final testing criteria.

Event description:
During a preventative maintenance on the autopulse platform (s/n (B)(4)), technical service observed (in the archive data) multiple user advisory 27 (encoder fault (>3000 rpm)) error messages recorded throughout the year. No patient involvement was reported.